Event description:
It was reported that multiple intermittent cartridge alarms occurred during insulin delivery. The customer¿s blood glucose (bg) level was displayed as ¿high¿ on one occurrence; however, a specific value was not provided. A bolus via the pump was delivered to address elevated bg. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.